Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Unable to confirm blank display due to lcd physical damage. The insulin pump received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked case near display window corners, minor scratches on display window, end cap broken off, and missing reservoir tube lip o-ring noted.

Event description:
It was reported that insulin pump powered off with no warning. Insulin pump would be replaced.